Event description:
The customer reported the sys had an intermittent no image on monitor. This is an indication of a loss of live image. This issue will cause the sys to be unusable due to the inability to see the live image. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.